Event description:
Event occurred on an unspecified date regarding a tego¿ connector, where it was stated that, "in some cases, the tego presented rupture, requiring the product to be replaced daily instead of every 5/7 days. The event occurred in the hemodialysis room and the status of the product at the time of event was during patient use." There was patient involvement, but no harm occurred, as the issues were identified in time, at the start of the procedure, preventing further complications or harm to the patient according to the report.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jul 2025 has been used as a placeholder. It is reported that the device has been discarded. A lot review will be completed.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the lot history. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process.